Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal stem inserter may not have been fully engaged within the distal stem implant during the insertion of the implant, possibly damaging the threaded portion of the implant. Later, the pull rod portion of the assembly tool would not thread into the distal stem implant properly; therefore, the tensile bar did not break into two pieces during the tensioning of the tapers of the proximal body implant and the distal stem implants. The locking bolt was locked into place no difficulty. The threads of the pull rod appeared to be damaged (bent) during a visual inspection of the instrumentation.